Manufacturer narrative:
The reported guide wire was returned for analysis. Analysis of the guide wire revealed the proximal core wire to be fractured. The distal spring tip section was not returned. There was no adhered biological material on the guide wire shaft and there was no other damage revealed with the guide wire that would have contributed to the reported event. Scanning electron microscopy analysis revealed the presence of torsional stresses on the fracture face of the core wire. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the wire detachment could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the guide wire became detached. The target lesion was 99% stenosed and located in the anterior tibial (at) artery. Following treatment with the oad, the tip of the viperwire guide wire became detached as it was being removed from the patient. The wire fragment was snared and removed from the patient and the patient was stable following the procedure.